Manufacturer narrative:
Age at time of event : 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the anterior tibial artery. A 2.0mm x 220mm x 150cm mr coyote¿ balloon catheter was advanced for dilation. However, upon inflation at within the specified pressure, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote balloon catheter. The balloon was loosely folded with blood in the inflation lumen and balloon. There are numerous shaft kinks. Microscopic examination revealed that the balloon has a pinhole 11.7cm from the proximal markerband. There is shaft damage at the exit notch that is consistent with damage seen with the use of a guidewire. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the anterior tibial artery. A 2.0mm x 220mm x 150cm mr coyote¿ balloon catheter was advanced for dilation. However, upon inflation at within the specified pressure, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.